Manufacturer narrative:
Method: device not returned. The device will not be returned for evaluation as it was discarded at the hospital. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: through follow up with the surgeon, it was learned that the valve was explanted due to a paravalvular leak (pvl). The customer commented that this explant was not device related but was a due to the selection of the needle. At implant, severe calcification was observed at both the aortic wall and the annulus. The customer used an 18mm needle and sutured using simple interrupted suturing; however, the needle did not take up stitches deep enough in the hard annulus and which led to pvl. The pvl was found at ICU. The patient conditions were well after re-avr. Comments provided by the health care provider were that this explant would not have occurred if a 26mm needle was used to stitch on the annulus wall of the patient with even heavy calcification. The hospital has decided to use a 26mm needle for all avr cases from now on.

Event description:
Reportedly, a 21mm valve was explanted on the same day of the implant due to aortic regurgitation. The customer reported that a magna ease 3300tfx21 was implanted for aortic valve replacement (avr) to correct aortic stenosis and regurgitation (asr) on (B)(6) 2012. The customer commented that the implant was performed without any problems. Right after the patient was transported to the ICU, regurgitation from the valve was observed. The valve was explanted for re-avr and replaced with mosaic ultra 23. Through follow up with the surgeon, it was learned that the valve was explanted due to a paravalvular leak (pvl). The customer commented that this explant was not device related but was due to the selection of the needle. At implant, severe calcification was observed at both the aortic wall and the annulus. The customer used an 18mm needle and sutured using simple interrupted suturing; however, the needle did not take up stitches deep enough in the hard annulus and which led to pvl. The pvl was found at ICU. The patient conditions were well after re-avr. Comments provided by the health care provider were that this explant would not have occurred if a 26mm needle was used to stitch on the annulus wall of the patient with even heavy calcification. The hospital has decided to use a 26mm needle for all avr cases from now on.